Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-74, serial/lot: (B)(4), description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient underwent a revision procedure due to the stimulation not covering the pain area. The physician, during the procedure, implanted an additional lead. The patient was doing fine post-operatively.